Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This record was reviewed by the pms clinical expert due to the customer's legal representative reporting the following: allegation of kidney disease/toxicity. No other relevant clinical information was provided there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer for evaluation.